Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and the pump was not communicating with the transmitter and mobile device/phone. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. Customer discontinued the usage of the pump and the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with missing segments/partial display. Unit passed the displacement test. Unit did not pass the self-test due to missing segments. No alarms/alert/anomalies noted during testing. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. Unit was successfully downloaded using thump for history and trace files. Pump was cut open to perform visual inspection and found a crack lcd controller and moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. No communication to mobile was not confirmed. Missing segments/partial display was confirmed due to cracked lcd controller. Cosmetic damage was confirmed on the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.